Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 19. Details of surgery: immediate extraction site. On (B)(6) 2026 non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and inflammation. No further patient complications were reported.